Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (0936430) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
Customer reported receiving erratic readings on their adc meter. Customer reported receiving readings of 116 mg/dl and 501 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. The customer also reported on (B)(6)2010 he experienced vertigo and went to the hospital where he was seen by a doctor and treated with insulin, however, the customer denied any diabetes-related diagnosis. In addition, the customer reportedly self-treated with metformin to counteract the event. The exact time frame of the reported readings relative to the medical incident is unknown. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A reading greater than 500 mg/dl would display a "hi" message.